Manufacturer narrative:
Preliminary analysis of the received device confirmed it operated as specified.

Event description:
Reportedly, upon interrogation on (B)(6) 2016 (incident day), the subject pacemaker was found in "safety mode", whereas one year ago, battery impedance was 2.5 kohm and residual longevity was 2 years. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, upon interrogation on (B)(6) 2016 (incident day), the subject pacemaker was found in "safety mode", whereas one year ago, battery impedance was 2.5 kohm and residual longevity was 2 years.

Event description:
Reportedly, upon interrogation on (B)(6) 2016 (incident day), the subject pacemaker was found in "safety mode", whereas one year ago, battery impedance was 2.5 kohm and residual longevity was 2 years. The subject device was explanted and will be returned for analysis.